Event description:
Home health nurse reports pt's curlin pump has a lithium battery alert. Advised pump will need maintenance (last pump shipped january of this year). Nurse will infuse via gravity today. Serial number of pump not provided. No adverse event(s) reported due to product issue. Pharmacy to replace pump. Pharmacy to sent material for return of pump associated with event. No further info. Medication associated with pump: privigen.